Event description:
The customer initially requested the run data file be investigated to determine a possible cause for the elevated white blood cell (wbc) in the triple platelet product collection. When the customer realized that the wbc count is within the acceptable range for triple platelet products, they retracted their request for run data file analysis. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit # (B)(4). The disposable kit is unavailable for evaluation as the customer discarded it. This report is being filed due to alleged device malfunction.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer, it was determined that the measured wbc count of the product was within the FDA's current leukoreduction acceptance guidelines of 12 x 10^6 for a triple platelet product collection. Conclusion: no failure occurred.